Event description:
It was reported the procedure was being performed on a female pt in labor and delivery. When the tray was opened they have found the contents moved around enough that the ampule was broken including but not limited to the saline and lidocaine vials. When this occurred they opened another kit and use it for the procedure. There has been a delay in treatment with no harm to pt and no pt death or complications were reported.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.